Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012 manufacturing site evaluation: date of event: unknown. Pending further information.

Event description:
It was reported by the healthcare professional to the company sales representative "breaking during use".

Manufacturer narrative:
Samples received: no samples received. Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed (B)(4) units of this code batch. There are no units in stock in b. Braun surgical's warehouse. As no samples have been received and no units are available in b. Braun surgical, s.a. We have only reviewed the batch manufacturing record and the results during the process fulfill usp/ep and b. Braun surgical requirements. Knot pull tensile strength results conducted on samples before releasing the product were 2.93 kgf in average and 2.75 in minimum and fulfilled ep specifications: 1.79 kgf in average and 0.91 kgf in minimum. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyze it. Please note that when no samples are received our analysis is very limited. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.